Manufacturer narrative:
According to the complainant, the device has been disposed and is not available for return. The device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
Note: this report pertains to one of seven devices used during the procedure. Refer to MFR report#s: 3005099803-2008-05467, 3005099803-2008-05469, 3005099803-2008-05471, 3005099803-2008-05472, 3005099803-2008-05473 and 3005099803-2008-05480 for details regarding the additional six devices. In 2008, it was reported to boston scientific corporation that a resolution clip hemostasis device was used during a colonoscopy procedure, performed two days prior. According to the complainant, the user experienced difficulty with deploying the device ("did not deploy," "deployed prematurely," or "did not properly hang"). There were no patient complications reported as a result of this event.